Manufacturer narrative:
The plate remains implanted as the patient is asymptomatic. However, a photo of an x-ray was provided that confirms the plate is fractured at the lower at c6. There were no screws implanted at the level above the fracture, so an uneven loading could have been placed on the device in-situ, leading to fatigue. However, the cause cannot be determined without a full evaluation. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The labeling contains potential post-operative risks of the device, including implant fracture.

Event description:
It was reported that a screw and a plate were both found to have broken post-operatively. There are no reported patient impacts so a revision is not scheduled at this time. This is report two of two for this event

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw and a plate were both found to have broken post-operatively. There are no reported patient impacts so a revision is not scheduled at this time. This is report two of two for this event.